Event description:
After pt started hemodialysis, pt started complaining of "hot flahses, eyes watering and "feeling weird." Treatment was stopped and pt started feeling better. About 10-15 minutes later pt was feeling better and was reinitiated on system. As soon as treatment was started again pt started complaining of lower back pain, shortness of breath, and pt was discontinued from treatment and sent to emergency room.